Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The 90% stenosed, de novo lesion contained a 20 degree bend and was located in a highly calcified and moderately tortuous mid left anterior descending (lad) artery. The physician advanced the 2.0mm x 15mm maverick2 balloon catheter. Resistance was noted during advancement. The balloon was inflated to 10atms and after approximately five seconds the balloon ruptured due to a "chunk of calcium". The device was removed from the patient intact and the procedure was successfully completed with a different device. A 2.5mm x 15mm promus stent was implanted. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).